Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
Customer reported a perforation of the esophagus with use of a 6tc ultrasound probe while using a vivid e9 to perform a tee.

Manufacturer narrative:
The probe was received from the hospital and evaluated for defects and/or malfunctions. The conclusion of the investigation is that no defects or malfunctions of the probe were observed, and the probe conforms to design specifications. Further review by the ge healthcare medical director determined that direct trauma to the gastrointestinal tract from trans-esophageal echocardiography is a well-documented complication and inherent risk of the procedure, that may be associated with insertion and advancement of the probe and extensive manipulation necessary to obtain the standard cardiac images, even if the probe did not malfunction, as in this case.